Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: thailand. Surgeon used histoacryl to fix mesh in hernia operation, when they squeezed tube, glue would not flow, tip was blocked, they found pieces in the box, and he changed to another box (same serial) they faced this problem again.

Manufacturer narrative:
Additional information: adverse event and/or product problem: original submission did not indicate the type of report being filed. Adverse event and/or product problem has been completed to indicate- product problem. (B)(4). The units were analysed for: visual evaluation: all received complained ampoules (18) were visually evaluated. All ampoules were affected. The observed defect is thought to be consequence of moisture diffusing inside the ampoule area, most probably, through the thinnest area of the cannula-tip transition, thus provoking glue polymerization along the cannula and hindering the pass of the remaining liquid glue through the cannula. The defect would be theoretically promoted by humid conditions and/or high temperatures, thought it cannot be concluded that this is the root cause of the defect. Ageing studies (with product manufactured with the same ampoules raw material as the complaint product). Ageing studies were planned with the purpose of provoking the complained defect and to study the influence of environmental conditions in its apparition: the conditions 22ºc/80% relative humidity caused no observable effect on tested samples. None of tested samples ((B)(4) units) showed polymerization signs. 1 ampoule showed leakage out of the ampoule. The stress conditions 40ºc/80% rh provoked the apparition of some slight polymerization nuclei along the cannula in the ampoules placed in horizontal position into the climatic chamber after 3 days of exposure. The polymerization nuclei appeared most notably after 8 days of exposure. However, the liquid glue could still pass through the cannula, that was not obstructed. Even without the presence of high humidity levels, the conditions 40ºc/0% rh caused the formation of polymerization nuclei along the cannula after 4 days of exposure. The same nuclei were observed after 8 days of exposure. However, the liquid glue could still pass through the cannula, that was not obstructed. The conditions 40ºc/80% rh caused no observable effect in the ampoules when they were placed into the climatic chamber in vertical position with the tips pointing down. It was always ensured that the cannulas of all the samples were completely full of glue before starting the study. Samples showed no polymerization nuclei even they have been removed from its original alu-foil package. Reviewed the batch manufacturing record, there is a deviation prior to the release of the product. The deviation was an approval of the ampoules, they were approved. Final conclusion: taking into account that the results of samples received do not fulfill the specifications of the OEM, it is concluded that the complaint is justified. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.